Manufacturer narrative:
Mml reference number: (B)(4).

Event description:
It was reported that the doctor scheduled the patient to undergo revision surgery because the x-ray taken at the doctor's office showed lead migration; therefore, the doctor decided to replace both leads. The physician made midline and pocket incisions in the operating room. Then, a squared image was taken, which showed that the leads were in the proper position, the impedances were within the range, and the device provided a good twitch bilaterally. The surgeon decided not to replace the leads, and the incisions were closed without complications. There was no lead migration, and the device remains implanted. There was no report of patient harm or injury.